Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the cutting block in the precision knee replacement system was shedding plastic debris into the wound. The customer further reported that the fragments being shed were too numerous and small to be picked out. The customer reported that the knee was lavaged extensively and debris removed with forceps. No further medical intervention was required and to date the operation appears to be successful.